Event description:
The following has been reported: biomed reported: 'red service needed error. Patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky fva pins. The outlet pin had excessive drag and the pump was not able to perform an infusion properly until after the pins were cleaned. During investigation it was found the cycle counts on the batteries were high (>115). While the batteries are not a source of failure at this time, they will be removed and replaced.